Event description:
I had essure implanted (B)(6) 2008. I developed fibromyalgia and pain which I went to the cleveland clinic in summer 2014 for confirmation of, also discovered I had leukopenia and anemia, which required immediate care. In addition to this, I experienced extreme brain fog, which led me to have to leave my job of 9 years at (B)(6) in (B)(6) 2017. I developed adenomyosis and pain, and excessive bleeding, which is now causing me to need hysterectomy surgery scheduled for (B)(6) 2019, and still anemic. FDA safety report ID# (B)(4).